Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) was not working at full speed and that they had been experiencing atrial fibrillation (af) since implant. An inquiry was made to the physician to determine whether the device was still functioning properly, however follow up yielded no further information. The ipg remains implanted and in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.